Manufacturer narrative:
Alternative summary report for exemption e2013038. Procode: ftl. Reporting period: january 1, 2019 through february 28, 2019. Total number of events: 6. Total events per brand name: pelvicol (3 events), ugytex (3 events). New events per brand name: ugytex (1 event). If information is provided in the future, a supplemental report will be issued.

Event description:
Asr exemption e2013038. The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. The device was implanted during a procedure that involved cystoscopy with left retrograde pyelogram and pubovaginal sling implant. It was reported that after implant, the patient experienced fecal incontinence with leakage from the rectum without urge and with coughing. The patient also had difficulty moving her stools and used an enema once a week to stay regular. The patient experienced internal hemorrhoids, abdominal pain, fever, altered mental state, urinary tract infections, systemic inflammatory response syndrome (sirs), renal stones, large left staghorn calculus with a history of incontinence and gross hematuria, atrophic senile vaginitis, left flank pain, multiple non-obstructing intra-renal calculi on the left, constipation with suspected left renal calculi, pain, suffering, injury, disability and impairment. Treatment provided included a percutaneous left nephrolithotomy for the large left staghorn calculus under general anesthesia.